Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive, preventing the user from announcing breakfast and resulting in no insulin delivery, after which the user ate and later reported a blood glucose of 340 mg/dl while using a dexcom g6 and an infusion set cd 23¿-6 mm. Symptoms included hyperglycemia without acute complications. Outcomes included use of back-up subcutaneous rapid-acting insulin at a reported dose of 5 units and no medical intervention or hospitalization. Investigation included complaint intake with troubleshooting and user education; no device alerts or alarms were reported. Investigation of this case revealed a screen unresponsive malfunction associated with the user interface hardware; the user planned to set up a replacement ilet later the same day. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display/touch interface.